Event description:
The customer reported that the insulin pump alarmed an error during manual prime. Advised the customer to revert to back up plan. The customer's glucose reading was 136 mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to a loose drive support disk.